Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) implanted on (B)(6) 1997 via abdominal. The patient went to the emergency department and presented with extrusion of the pump through the labia majora and subsequent purulent secretion at the hypogastric level in a fluctuating area at the level of the previous scar. A complete removal of the three components of the aus was carried without incident. The patient had no problems post procedure. Additional information received stated that the patient experienced erosion and infection.

Manufacturer narrative:
B5 and h6 updated.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) implanted on (B)(6) 1997 via abdominal. The patient went to the emergency department and presented with extrusion of the pump through the labia majora and subsequent purulent secretion at the hypogastric level in a fluctuating area at the level of the previous scar. A complete removal of the three components of the aus was carried without incident. The patient had no problems post procedure.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) implanted on (B)(6) 1997 via abdominal. The patient went to the emergency department and presented with extrusion of the pump through the labia majora and subsequent purulent secretion at the hypogastric level in a fluctuating area at the level of the previous scar. A complete removal of the three components of the aus was carried without incident. The patient had no problems post procedure. Additional information received stated that the patient experienced erosion and infection.

Manufacturer narrative:
The ams800 control pump was visually and microscopically examined and functionally tested. No leak was found. Inspection of the remainder of the device revealed no other damage or irregularities. Extrusion with patient complications was reported. The cuff was measured and the device size was consistent with the reported information. The ams800 occlusive cuff was visually and microscopically examined and functionally tested. No leak was found. It performed within specifications. Inspection of the remainder of the device revealed no other damage or irregularities. Extrusion and discharge were reported. The ams800 pressure regulating balloon was visually inspected. There was a leak in the balloon shell that was the result of sharp instrument damage. It is probable that the damage was due to explant based on no reported product malfunction prior to event. Based on this determination it will not be considered a device failure because it is a secondary failure to the reported events. The balloon was not functionally tested due to the leak in the shell. The product analysis could not confirm the allegations of extrusion and discharge. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis could not confirm a device malfunction as the probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.